Manufacturer narrative:
(B)(4) (tip won't detach). The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a mechanical lithotripsy procedure in the bile duct, performed on (B)(6), 2010 (patient age unknown; however over (B)(6), weight is unknown). According to the complainant during the procedure, the stone became stuck in the basket. In attempt to dislodge the stone from the basket the physician attempted to detach the basket tip but was unable to since the catheter became stretched. The physician managed to remove the stone from the basket and retract the basket into the sheath of the device for removal from the patient. The procedure was completed with another (unknown) device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a mechanical lithotripsy procedure in the bile duct, performed on (B)(6), 2010 (patient age unknown; (B)(6), weight is unknown). According to the complainant during the procedure, the stone became stuck in the basket. In attempt to dislodge the stone from the basket the physician attempted to detach the basket tip but was unable to since the catheter became stretched. The physician managed to remove the stone from the basket and retract the basket into the sheath of the device for removal from the patient. The procedure was completed with another (unknown) device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination found that the thumbring of the handle had been partially collapsed towards the handle body and had multiple sets of stress marks. The outer clear sheath was found to be stretched at the distal end of the black heatshrink and at the proximal end of the sidecar. The sheath was also found to be split open also just proximal to the sidecar. A functional evaluation found that the basket could be extended and retracted with severe resistance being felt. The basket tip was found to be attached to all four basket wires. The condition of the returned incident device was consistent with the complaint; tip did not detach. During the evaluation the tip of the basket was found to be intact. (B)(4)